Manufacturer narrative:
Patient identifier not available from the journal article. According to the article, the median of age was 44.85 year old, therefore 45 year old was used. According to the article, 45% patients were female which states 55% patients were male. Based on this information male was used for gender. Patient weight not available from the journal article. According to the article, study completion date was (B)(6) 2014. Therefore, (B)(6) 2014 was used for the event date. Citation: fillis a, kalakoti p, connor de, nanda a. Elucidating the utility of neuro-navigation in reducing malposition rates in ommaya reservoir placement: 23-year operative experience at the louisiana state university. Neurol india 2016;64:1195-201. Http://neurologyindia.com. Multiple attempts have been made to obtain additional information. No further information provided in the journal article or from the authors. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer for evaluation. Per the journal article, the article suggested the learning curve for stealth-guided neuro-navigation is steep, and it is plausible that the number of technical-related complications in the stealth group in the early years of stealth-navigation acquisition could possibly be attributed to learning curve. Two of the patients in the current series experienced a malposition utilizing frameless stereotaxy. This was in the first years of application of the stealth technology in their hands, and has to do with the steep learning curve. In the later years, experience with the use of neuro-navigation led to a decrease in malposition rates for ommaya reservoir placed with frameless electromagnetic stereotaxy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Not returned by customer.

Event description:
The attached journal article was forwarded by a medtronic representative. Use of the navigation system was reported. According to the article, 8.9% of the cases reported in the current investigation ultimately required explantation at a median interval of 190 days. Article indicated that 8.9% of the patient is equivalent of 13 patients. Of 13, 4 patients underwent the surgery with stealth-guided neuro-navigation. Also, article indicated one patient in the current series developed a catheter obstruction necessitating revision. There is no further information indicating if this patient underwent surgery with stealth-guided neuro-navigation or if this was caused by this system. Technical complications were listed as infections, hemorrhage, repositioning, and repositioning with hemorrhage on table 1 rather than technological issue on the stealth.